Manufacturer narrative:
(B)(4). Patient weight rounded, actual weight (B)(6). (B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure involving a tortuous left anterior descending coronary artery (lad) with 3 focal, calcified lesions in the proximal, mid, distal segments, an unspecified guide wire was positioned across the area and a 2.0 mm mini trek rx balloon dilatation catheter (bdc) was used for pre-dilatation of all three areas. It was noted that the mid lesion was found to be more acutely angled than initially thought. Using a guideliner, the 2.25 x 12 mm xience alpine rx stent delivery system (sds) was advanced into the mid lesion, but could not be fully positioned across the mid lesion. The devices were attempted to be removed; however, the stent became lodged in the lesion due to the tortuous, calcified anatomy and dislodged from the sds in the mid lesion, eventually landing at the distal segment of the most proximal lesion. Upon withdrawal of the sds the stent remained on the guide wire. Using several bdcs on the guide wire, the bdcs were inserted into the stent, fully expanding the stent in the distal portion of the proximal target lesion. Two other stents were implanted overlapping, completing the procedure. A good result was noted. There was no reported adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.